Event description:
Rayner intraocular lenses limited received notification form a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided to rayner states "trailing haptic broken off in injector - only apparent once damaged iol had opened in eye". For further information please refer to rayner intraocular lense limited's MDR 9611165-2014-00087.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the c-flex aspheric 970c iol batch 084e61413 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution form this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (april 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents of any type, have been received against the c-flex aspheric 970c iol batch 084e61413.